Event description:
I have had mentor smooth saline breast implants for 12 years . In (B)(6) 2018 I started having symptoms of autoimmune illnesses. I have gone to several drs / specialists and each have conducted numerous tests and labs. I have been diagnosed with fibromyalgia. Which is one of the symptoms of breast implants illness. I so strongly believe that my implants are the root cause of my health issues that I am having an en bloc explant on (B)(6) and then working with a functional medicine dr to detox my body from chemicals and metals that the silicone implant shell is made of. Breast implants should be taken off the market. They are making women like me sick. FDA safety report ID# (B)(4).